Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm could not be verified due to motor error alarm. The device also had a cracked reservoir tube lip, scratched reservoir tube window, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The blood glucose at the time of the incident was 110 mg/dl. The customer was unable to rewind; he received a motor error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.